Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a foreign object in the channel. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.